Event description:
Healthcare professional reported approximately one year after injection with unspecified juvederm voluma in the chin patient underwent "thermage" therapy of the full face. The next day the patient developed a cold and self-medicated with "aerius/fedac/voltaren/puriton". Two days after the "thermage" therapy the patient treated themselves with a "urogesic" as they could not pass urine, "arcoxia" for bodyache, and "cravit" for stomach bloatedness. Three days after the "thermage" therapy the patient presented to the injecting healthcare professional with "inflammatory reactions that include swelling, hardening, redness, and bruising" at the chin sites that had been injected with unspecified juvederm voluma the previous year. Per the healthcare professional "hyalase" was prescribed to prevent permanent damage or worsening of symptoms which could have led to permanent damage for the patient. After treatment with "hylase" the size of the filler" was reduced by 70%, thus reducing the tenderness and pressure that the patient had been experiencing. Symptoms reported as resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an inflammatory reaction including swelling, hardening, redness, and extreme pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, edema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their doctor as soon possible. The doctor should use an appropriate treatment.